Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect (B)(4), list 6c29, that has a similar product distributed in the us, (B)(4), list number 6l27. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results on the architect i2000sr analyzer. The following data was provided (B)(6). The patient was found (B)(6) on another method. There was no impact to patient management reported.

Manufacturer narrative:
On march 15, 2017 an additional discrepant data point was provided: initial 3.9 s/co diluted 1 to 2: 7.89 s/co diluted 1 to 4: 6.51 s/co and negative on another method vidas. There was no impact to patient management reported. An evaluation is still in process. A final report will be submitted when the evaluation is complete.

Event description:
On march 15, 2017 an additional discrepant data point was provided: initial 3.9 s/co, diluted 1 to 2: 7.89 s/co, diluted 1 to 4: 6.51 s/co , and negative on another method vidas. There was no impact to patient management reported.